Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen is blank and was not pumping. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse did not find any failures in the logs. The fse replaced the touch screen and the video receiver to lcd cable. The unit was functionally tested without any issues. The fse completed a preventive maintenance (pm) with safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.